Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the connection seems to have something blocking the threads of the luer connection. The needle-free connector (nfc) that was being luered onto the PICC is a baxter one-link. It was stated when they aspirated the PICC, there were visible air bubbles. When the PICC had been flushed, there was and a leak coming from the connection.